Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they were not able to determine what may have caused the patient (pt) "more pain" than before other than post operative pain. There were seemingly no pain that was stemming from the stimulation itself. Rep noted they have not reprogrammed the device at all since initial placement of the permanent stimulator and therefore had not had the chance to troubleshoot any possible differences in anatomical location of leads. Rep has since met with pt to impact the therapy location for better relief. The cause of the implant depleting faster was due to the ins not being charged to full capacity, and therefore it seemed to die faster than initially thought. Rep has also discussed charging protocol and have reprogrammed the device to have a longer recharge interval. Rep noted pt also had issues with their controller at the port in the bottom and have since called and had a replacement sent. Rep noted they met with pt on (B)(6) 2025 and reprogrammed their device to better address each of the issues and the issue seems to be resolved. The information has been discussed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). He reason for call was pt states since implant she has had no pain relief and has had more pain since implant of the device. Pt states she will charge the ins to 100% before she goes to bed and the ins will be depleted when she wakes up. Agent reviewed programming and redirected to hcp.